Event description:
A covidien endo gia auto suture universal stapler was attempted to be used on a (B)(6) year old patient in a hospital operating room. The patient was having surgical procedure for acute appendicitis (laparoscopic appendectomy). The instrument was described as opened outside the patient and it would not close, so that it could be passed through the port. The instrument was reloaded and closed, so that it could be passed through the port and into the patient. The instrument was described as not opening. Once the handpiece was replaced, the instrument was able to be opened and closed without incident. The surgeon documented the instrument was used as "the appendix was transected with an endo gia stapler". The patient was reported to have tolerated the procedure well and taken to the recovery room without injury.